Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for pain stimulation was not receiving benefits from the therapy. The device had been activated three days prior, but the patient continued to experience pain throughout the body and was on medication. The patient had previously undergone gallbladder removal and was not in optimal health at the time of the implant. There was frustration expressed regarding the initial programming and lack of adequate instruction on device usage by the representative. The patient had experienced benefits during the trial phase, which influenced the decision to proceed with the implant. A request was made for a programming adjustment due to dissatisfaction with the level of care from the healthcare provider and the field representative. Agent reviewed that 50% pain reduction is considered a success and it is not going to be 100% caller confirmed they were told that it might not be a cure at all for pt pain. Agent is sending a message to the local field reps about patient call and request to be seen for programming adjustment. Additional information was received from the patient. Patient called back very escalated and stated that no one was helping them with their device. Patient stated that the device was malfunctioning. Agent asked what exactly them meant and if they were referring to the external devices. Patient rep stated that they went to meet with a mdt rep 3 or 4 days ago and had the device reprogrammed. It was better after that and patient was feeling no pain but when they got home, the patient started feeling pain around the implant site when they went to the restroom. Caller sounded very frustrated during the call. Agent offered to try and see what they could do for the patient. Patient rep was stuck at the communication in progress screen. Agent walked patient rep through resetting the communicator and close out of apps on the handset. Patient rep was able to access the therapy screen app. Patient was on group a patient intensity was at 9.2. Patient increased intensity to 9.7 and patient was crying stating they felt continuous penetrating pain on the implant site. Agent had the patient rep decrease the intensity and patient stated they felt better at intensity 8.0 but was still in pain. Patient rep switched to group b and patient was screaming. Patient was at 12.7 intensity. Agent had patient rep turn stimulation off and decrease intensity on group b to 0. Patient rep turned stimulation back on and increased intensity slowly. Patient felt better at intensity 4.0 but was still feeling pain (patient was not very descriptive with what they were feeling, agent could not really confirm it they were feeling pain or stimulation). Patient rep was very upset no one was getting back to them. Patient rep also commented it took almost 3 hours to charge their ins all the way up. Patient rep was providing a lot of information, they also mentioned meeting with a rep that initially reprogrammed the device before. Agent reviewed managing doctor role as well as rep role . Agent tried to redirect patient rep to hcp but patient rep stated that hcp was not helping them. Agent also emailed reps to try and get back to caller. Additional information was received from the patient. Caller explained they had been given about 10 minutes of explanation on how to use equipment while patient was still on drugs from surgery, and the caller had suffered a stroke, so had a hard time understanding everything in such a short time frame. Caller said the patient had been 'jerked around' for 6 months. Caller explained the patient was having inconsistent bursts of 'buzzes,' especially when using the bathroom, which were very strong; said they continued to happen regardless of if stimulation was turned up or down, and they had pain at the site of the implant. Caller said they will be trying to see a different doctor for the patient and would be getting an MRI. Caller said they may want the patient to get a different implant from a different company because this was not working for the patient. Agent attempted to provide and explain use of phone number to have hcp reach out for assistance from different reps since they did not feel like the ones they'd worked with were very knowledgeable about what they were doing with programming. Agent advised they follow-up with hcp, but caller did not seem like they wanted to work further with healthcare providers. Caller instead requested to have a rep reach out to them; agent reviewed a timeframe, nor call at all, could be guaranteed, but agreed to reach out to field again for visibility.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Case re-opened and re-assigned to send an email to reps. Patient rep called back again and repeated previously documented information. Patient rep stated that their device still doesn't work. Patient voiced frustrations. Additional information was received from rep; there were on external/ environmental factors. Patient reported buzzes even when the stimulator was turned off. Hours of in-person reprogramming and over the phone education have been completed. Rep reported they don't know why patient is not experiencing consistent pain relief. Cause is unknown. Over phone education and guidance navigating various programs that have been set up. In person, education as requested by the new clinician since the patient is changing physicians, we will adhere to the new physician's guidance and will need to do in person education at the new practice if requested. Unknown if issue is resolved.